Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. (B)(4).

Event description:
The device got stuck on the distal end of the wire when trying to advance and the nosecone ended up breaking off on the wire. The wire was discarded and a new one was opened. The procedure was completed with a balloon. The silverhawk device was never used on the patient. This occurred on the scrub table during preparation. The silverhawk device was evaluated on (B)(4) 2015. The evaluation found the distal tip was fractured/separated. The distal tip showed a portion of the guidewire used during the procedure still inserted. The guidewire tubing showed a tear though the entire length of the guidewire tubing proximal the cutter window.